Manufacturer narrative:
Terumo did not receive the actual device; therefore no evaluation will be performed, thus referenced evaluation code method. The customer connection was not tie-banded. Terumo recommends that all customer connections be tie-banded per instructions for use that is included with the product. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass surgery, the outlet of the hemoconcentrator tubing popped off. There was blood loss of approximately 50 ml; however, there was no harm to the patient. The event did not result in delay of surgical procedure.